Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and determined that a reagent bead was obstructing the vacuum probes which caused it to splash the contents of the cuvette. The fse performed repairs by removing the obstruction which resolved the issue. No signs of errors or leakage were detected. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that there was an error message indicating "cuvette not dry errors" on unicel dxc 600 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.